Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check due to an unknown lot number for needle clog.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 ca was unable to deliver medication during use. The following was reported by the initial reporter: "an other patient cam back with issue with needle blocked. Patient was using a tresiba pen this time fyi. Patient came back to the pharmacy. At first, pharmacist gave the patient a new insulin pen. Then realized testing the needles that they were blocked."